Event description:
No additional information provided.

Manufacturer narrative:
Scale marking issue: a review of the device history record (DHR) and quality notifications was conducted, and no deviations associated with the batches in question were found. A maintenance record (604930965) indicated that the equipment was causing a failure in the marking of the main assembly disk. Based on the available information, we cannot confirm the validity of the complaint. According to the maintenance order, it was found that the cylinder was coming into contact with the air tube responsible for rejecting failed material, causing the problem. The positioning and fixation of the tube were repaired. Our manufacturing process is validated according to defined acceptance criteria, and the incident identified in this complaint will be monitored for trend evaluation. As this occurrence does not exceed the acceptable quality limit (aql 0.25%) of the batch, no additional corrective or preventive action is proposed at this time. Foreign matter. A detailed analysis of the batch history was carried out, including checking quality notifications and maintenance records. During this analysis, no records were found that could be potentially related to the identified defect. When evaluating the sample, it was possible to confirm the presence of foreign matter. However, we were unable to determine the root cause of the incident. According to the fmea analysis (failure modes and effects analysis), a possible cause for the incident is inadequate cleaning of the equipment. Considering that this is the first complaint regarding this batch and that it does not exceed the limit established for notification of acceptable quality (aql), in addition to there being maintenance orders that indicate the correction of defects, the identified incident will be monitored for a trend assessment future. Additionally, it is recommended to implement a corrective action plan that includes reviewing cleaning procedures and training the responsible team, to minimize the recurrence of similar incidents. Continuing monitoring will allow for further analysis and identification of any patterns that may emerge.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 5ml ll 40x8 al had foreign matter. The following information was provided by the initial reporter translated from spanish to english: event 1 (9646). Service identifies two 5 ml syringes without volumetric scale, so they are removed from the plant and left in quarantine for quality report to the supplier. Event 2 (9694). Service identifies during the production of unidosis (2) stained 5ml syringes, one with ink spillage on the volumetric scale and the other with traces of what looks like white paint on the body of the syringe. Event 3 (9693). The central mixer identifies four 5ml syringes with no volumetric scale, so they are removed from the central mixer and left in quarantine for quality reporting to the supplier. Event 4 (9717). Service reports that when the 5ml syringe is opened, it is found to be dirty, so they are removed from the plant and left in quarantine for quality report to the supplier. Additional information received on 16 apr 2025. How many units are available for pickup? Of the four incidents reported, there are (9) nine units available for collection. Is the sample contaminated? If yes, indicate the substance. None of the syringes are contaminated, they are not in their original primary packaging, because these are removed before starting the unidose process.